Event description:
Pt rec'd silicone gel filled breast implants (dow corning) in 1978. She had several closed capsulotomies due to capsular contractures. Severe pain continued, capsular contracture necessitate removal.